Manufacturer narrative:
The customer reported that central nurses station (cns) and was not able to turn it back on. Technical support found that the ups that the cns was plugged into was not providing power to the cns and caused the cns to lose power. Once the cns was plugged into the wall ac power and rebooted the unit functioned without further issue. No patient harm reported. We contacted the customer regarding the ups serial number but have not received a response back from them. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Product code: since the ups is not a medical device unit, it will not have a 510k number or a UDI number. In order to generate the pdf MDR report for this complaint record, nihon kohden added the cns product code instead of the ups. Model number and serial number was requested from the customer but was not received. The following fields are not applicable (n/a) to the MDR report. Lot number & expiration & UDI.

Event description:
The customer reported that central nurses station (cns) and was not able to turn it back on. The device was monitoring patients. Technical support found that the ups that the cns was plugged into was not providing power to the cns and caused the cns to lose power. Once the cns was plugged into the wall ac power and rebooted the unit functioned without further issue. No patient harm reported.

Event description:
The customer reported that central nurses station (cns) and was not able to turn it back on. The device was monitoring patients. Technical support found that the ups that the cns was plugged into was not providing power to the cns and caused the cns to lose power. Once the cns was plugged into the wall ac power and rebooted the unit functioned without further issue. No patient harm reported.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, customer at (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) monitor was off and not able to be turned back on. Service requested troubleshooting/assistance service performed troubleshooting determined the issue was caused by no power from the ups. The cns was plugged into the wall ac power and rebooted. Nka ts assisted customer in setting up the cns and there were no further issues. Investigation result the cns was put into service on 12/23/16, which is over 2 years prior to the reported issue. Review of device history found other reported issues with the unit: (1) 300107372 reported (B)(6) 2017 in which the cns failed to boot after a generator test. Issue was resolved by replacing the ups. (2) 300113119 reported (B)(6) 2018 in which the nurse accidentally hit the ups with her foot and restarted the ups. (3) 300142441 reported (B)(6) 2018 in which the cns was generating main unit fan error. Issue was resolved by cleaning the dust from the pc vents. (4) 300167451 reported (B)(6) 2019 in which the cns was powered off ungracefully due to someone kicking the ups. There was an issue with the ups connected to the cns. Information on the ups, including its age and condition, was not provided by the customer. There was a ups replaced on 12/20/17. If it had not been replaced since, this would indicate the ups is approximately 16 months of age. During that time, there have been two reported cases in which the ups was inadvertently kicked, one prior to the current issue, and one after. Improper handling/care is likely to contribute to degradation of the ups. The issue was resolved with the assistance of nka ts in supplying the cns with an alternative source of power (wall ac power). Based on the given information, this issue is not suspected to be caused by deficiency of the cns or its design. The MDR initial was incorrectly drafted. It was drafted against the failed ups. The MDR follow up has been corrected to reflect the 510k system used with the ups. The ups has now been listed in d11. Concomitant medical products to notate that the ups was being used with the cns at the time of the incident. Correction: d1. Brand name d2. Common device name d4: model # catalog # serial # UDI # d11. Concomitant medical products: the ups was being used in conjunction with the cns